Event description:
It was reported that there was an event of right atrial (ra) lead failure to capture and varying lead impedance during procedure. The lead was replaced and the surgery concluded successfully. The patient was stable.

Manufacturer narrative:
The reported events of failure to capture and varying low voltage impedance were not confirmed. The lead was returned for analysis. As received, a complete lead was returned in one piece. Visual and x-ray examinations of the lead did not find any anomalies. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts. No other anomalies were detected.